Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On the day of the event, it was reported that the patient did not get a low alarm on the mobile device. The event occurred after the sensor had been inserted in the abdomen. The patient was reportedly alone lying in bed feeling extreme dizziness and vomiting. The patient did not remember her readings when she was having a hypoglycemic attack. The patient presented to the emergency department alone. There, the cgm value was 67 mg/dl while the bg by the nurse was 50 mg/dl. The reversal of hypoglycemia was neither specified nor clarified; however, she was admitted and stayed for 2 days in the hospital. During the hospitalization, the patient was treated per routine diabetes management with continuous humalog. It was reported that the cgm value was 170 mg/dl the morning after the event. Of note, the patient was 5 months pregnant at the time of the episode. There was no report of further medical evaluation or intervention for symptomatic hypoglycemia. At the time of the report, the patient was feeling better. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.